Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net on (B)(6) 2019. The remote transmission showed that the implantable cardiac monitor exhibited pause and bradycardia episodes from (B)(6) 2019. The episodes were determined to be false and were caused by intermittent undersensing and r wave amplitude variation. Programming changes were recommended. No patient symptoms were reported.

Event description:
New information received from the pacemaker clinic stated that the patient presented to the clinic on (B)(6) 2019 and the recommended programming changes were completed.